Manufacturer narrative:
Date of event was approximated to (B)(6) 2022, based on the date the manufacturer became aware of the event. Initial reporter state: (B)(6). The returned flexima plus biliary stent was analyzed, and a visual evaluation noted that the guide catheter was detached, kinked and stretched. The push catheter was also returned bent/kinked. The touhy borst was not returned for analysis. A functional inspection could not be performed due to the detachment of the guide catheter. No other problems with the device were noted. The reported event of push catheter kinked was confirmed. Taking all available information into consideration, the investigation concluded that most likely the reported event and observed failures were due user manipulation and technique performed during the procedure. User manipulation and/or technique performed to the delivery system may have caused the kink in the push catheter. Once the push catheter was kinked, the user may have experienced difficulty to deploy the stent and to retract the guide catheter. These conditions may have led the user to apply additional force/tension and as a consequence, the guide catheter stretched and detached. Therefore, the most probable root cause is adverse event related to the procedure.

Event description:
It was reported to boston scientific corporation that a flexima plus biliary stent was used during an endoscopic balloon dilatation (ebd) procedure in the distal bile duct. The procedure date is unknown. During the procedure, the pusher was found kinked and defective, and the stent could not be deployed. Another flexima plus stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of guide catheter detached/separated.